Event description:
It was reported the patient was hospitalized due to pneumonia and a "possible heart attack due to stress." The patient's intrathecal drug delivery pump was last filled in early 2009. The next refill was due 3/16/2009 but the patient had been unable to find a physician after being dismissed from their current clinic due to a threatening message left on the date of the last refill. It was also reported the pump was thought to be "leaking" because pain was felt below the pump. The patient was released from the hospital a month later. It was indicated the patient's spleen is enlarged and they were told their heart can not take withdrawal." The drug used in the pump is dilaudid. Additional information indicated the refill date was the following month. The patient was hospitalized again on 3/7/2009 for pain in the right side. The patient left the hospital ama four days prior. The patient was home for a few hours and then was re-hospitalized at a different hospital. The patient was exhibiting threatening behavior. Additional information has been requested but was not available on the date of this report.